Event description:
The pt had a helex septal occluder implanted to close a patent foramen ovale (pfo). The date of implant was in 2005. Prior to device implantation the pt had a deep venus thrombosus (dvt) following a flight and transient ischemic attack (tia) / stroke. Approx 6 months after implant, the pt developed a second dvt and tia. The pt also had a shunt with positive bubble contrast even without valsalva. In 2006, a cribriform device was implanted through a gap in the lower end of the defect. This additional device was able to offer a marked reduction in the shunt in the acute phase.

Manufacturer narrative:
Method: the device remains implanted in the pt. A review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.